Event description:
(B)(4).

Manufacturer narrative:
(B)(4) is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4)(the importer). (B)(4). In a follow up call to the reporter from the facility, she stated that the pump was set at a rate of 280ml/hr with a vtbi of 140 ml. The infusion took longer than the 30 minutes as programmed. She also stated that the set was properly installed into the pump. No adverse reactions occurred as a result of the incident. The actual pump involved in the reported incident has not been received yet for evaluation. The manufacturer's investigation into this reported event is ongoing. A follow up report will be filed when the investigation is completed.